Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case-USA: patient ID: (B)(6). Refer to (B)(4) (B)(6). Additional information: short form received in inbox (B)(6) 2024. Claims from short form: pain, stiffness, swelling, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life. As reported via legal documentation the patient had a right knee revision on (B)(6) 2011. Approximately 11 years and 11 months after the first revision the patient had a second right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: right failed total knee. A thorough synovectomy was performed and cultures were sent. The tibial baseplate was removed revealing a large uncontained defect of the lateral tibial plateau. The patient was transferred to the recovery room in stable condition. (B)(6) 2023, (B)(6), rn-from revision op report (B)(6) 2023- the patella was then debrided of scar tissue and the button (which was fractured and loose on exposure) was removed with a saw. Patellar resurfacing was deferred given the limited bone stock remaining and significant osteolysis. Ebi initial surgery search - hss - no results. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 144 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.